Event description:
It was reported that "the saw blade was received unsealed." The issue was noticed prior to the procedure. The procedure was completed successfully using another readily available device. There was no surgical delay, adverse consequences, or medical intervention associated with this event.

Manufacturer narrative:
Initial inspection of the returned device revealed the packaging was not properly sealed prior to distribution. The device was not used on the patient, and the reported issue did not cause any delay. No patient injury, medical intervention, or adverse consequences were reported. These are commonly used devices that are readily available.